Manufacturer narrative:
One knife sample was received by manufacturing in an opened pouch along with other items. It was observed that the knife cutting edge was damaged. The final customer lot number was identified. A review of the device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the first complaint for the reported lot number. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a knife was unable to cut through the cornea during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no impact to the patient.

Manufacturer narrative:
Additional information: a sample and lot number information has been received by manufacturing that has not yet been evaluated. (B)(4).